Event description:
It was reported that during a low anterior resection procedure, the staples were not deployed. Another device was used to complete the procedure. There were no adverse consequences for the pt. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval.